Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on unknown date and the absorbable hemostat was used. Following the procedure, the patient experienced infection. Additional information has been requested.